Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented in follow up with a CT scan that showed a type ib right limb endoleak. The cause of leak, as stated by the physician, was that limb was placed minimally into the iliac 2.5 cm and that was not enough purchase into the iliac. Additional information received reported that the patient had an intervention (the existing product was modified with an extension limb) but the endoleak was confirmed on angiogram to be a type ii from the right iliac lumbar branch. The physician also stated that this was a type ii and the patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).